Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a station is not working properly.a customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a station is not working properly. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the station was in disconnected mode. The field service engineer (fse) verified the issue and confirmed that the device was not communicating. Duplex/speed settings and firewall configurations were checked. The communication sled was tested and replaced, but the issue persisted. It support was involved to assist, and the device was brought back online. Data synchronization was completed, and the station was rebooted. The unit was tested in hta, and the customer was able to log in and perform inventory without any issues. The system functioned as intended after the field service engineer repaired the device.